Event description:
Event description guidant received information that this pacemaker, which is on an advisory, has no pacing, no magnet response, and can not be interrogated. The device has been implanted over 6 years. There was no statement concerning the patients underlying rhythm.